Event description:
It was reported that following the implant procedure, the ventricular lead exhibited increased threshold. The pocket was reopened and the physician repositioned the lead. Acceptable values were noted and the lead remained implanted. The patient was stable post procedure.

Manufacturer narrative:
(B)(4)